Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary intervention. Reportedly, after deploying the device, the shorter suture end was pulled. When the knot was about to be pinned tightened down, the suture broke. Hemostasis was achieved with the suture; therefore the longer suture end was cut to complete the procedure. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.